Event description:
The report received from the affiliate indicated that during a coil embolization procedure, the physician used a 150/5 cm. Prowler select plus 45 shape microcatheter (mc) and encountered difficulty advancing two coils: a trufill dcs orbit mini complex fill 3.5 x 7.5; and a trufill dcs orbit mini complex fill 2.5 x 3.5. An agility 10 soft guidewire used during the procedure was noted to have a kinked/bent distal tip during the procedure. The distal tip of the prowler select plus mc was also noted to be kinked/bent during the procedure. There was no reported patient injury. The physician completed the procedure successfully using other products. There was no target lesion information available. All of the products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. An adequate continuous flush was maintained to the mc at all times. There was no reported loss of access to the target lesion as a result of the reported product issues. Addendum: analysis of the returned agility 10 soft guidewire indicated that coil stretching was observed at either side of the midjoint. All bonds were intact. Analysis of the orbit mini complex fill 3.5 x 7.5 coil indicated that the coil was stretched.

Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization procedure, the physician used a 150/5 cm prowler select plus 45 shape microcatheter (mc) and encountered difficulty advancing two coils: a trufill dcs orbit mini complex fill 3.5 x 7.5; and a trufill dcs orbit mini complex fill 2.5 x 3.5. An agility 10 soft guidewire used during the procedure was noted to have a kinked/bent distal tip during the procedure. The distal tip of the prowler select plus mc was also noted to be kinked/bent during the procedure. There was no reported patient injury. The physician completed the procedure successfully using other products. There is no information available regarding the target lesion or vessel characteristics. All of the products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. An adequate continuous flush was maintained to the mc at all times. There was no reported loss of access to the target lesion as a result of the reported product issues. Analysis of the returned 3.5x7.5 orbit found the coil was stretched. (B)(4): the product was returned for inspection. A review of the manufacturing documentation associated with trufill dcs orbit lot 15330160 presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The trufill dcs was inspected and several kinks were found on the hypotube. The introducer was received zipped without damage; residues of dry blood can be observed inside of it. The support coil, gripper and embolic coil were found inside of the introducer, the gripper was found without damage while the emboli coil was found stretched. The od from the delivery tube was measured and was found within specification. Functional testing for inability to advancement of the orbit coils through a microcatheter could not be performed due to the conditions of the received units. Based on the report that there were no abnormalities prior to use, the damages found on the device appears to have occurred during the handling of the device. Additionally as reported, the distal end of the microcatheter, which was without damage prior to use, was noted to be kinked after removal. Based on this, it appears that procedural factors contributed to the kink in the microcatheter resulting in the coil insertion difficulties. These same factors and device interaction may have also contributed to the stretched condition noted on the returned trufill dcs orbit mini complex fill 3.5 x 7.5. Inspections are in place to prevent this type of damage from leaving the facility. With review of the analysis and the reported information, there is no indication of any device manufacturing issues related to the reported events or condition of the returned devices. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR report # 1058196-2011-00418 and # 1058196-2011-00419. Please note that this is the initial/final report for this product.